Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring battery voltage from 2.83 volts to 2.57 volts in a 5 month period. Consequently, this device went from beginning of life (bol) to middle of life 2 (mol2). A guidant software engineer reviewed information contained within the memory of this device, which indicates the presence of a high current drain. The device is suspected to reach elective replacement indicator (eri) in 6 months. Ts recommended increasing the frequency of follow up visits.